Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was reading inaccurately high compared to another device (unknown, onetouch meter). This complaint was classified based on information obtained by the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began on (B)(6) 2022, at 1:46 p.m. The patient claimed obtaining a blood glucose reading of ¿219 mg/dl¿ with the subject meter and ¿119 mg/dl¿ on the other device, performed within 30 minutes of each other. The patient manages her diabetes with insulin (novolog and humalog, unspecified doses) and she reported that in response to the alleged elevated reading obtained on the subject device, she increased the dose of insulin; administering 4 units (unknown type). The patient reported that at 3 p.m., on (B)(6) 2022, she developed symptoms of feeling ¿shaky and thirsty¿ and advised that she also had ¿blurry vision¿. The patient advised the cca that she tested her blood glucose with the subject device at the onset of symptoms and reportedly obtained a reading of ¿75 mg/dl¿. The patient reported that to treat her symptoms, she had a drink of apple juice, had two grape glucose tablets and ate a musketeer¿s bar; provided by a third-party. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing, that an approved sample site was used to obtain the results and that the patient was following the correct testing procedure. The cca established that the test strip vial was intact, were not open beyond their discard date and had not expired. The cca noted that the patient was storing the test strips improperly by storing them in the meter carry case, out with the test strip vial. The cca also noted that at the time of the call, the reporter did not have control solution available to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion which required treatment from a third-party after administering an increased dose of insulin based on the alleged elevated reading obtained on the subject device.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.